Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when a hospital stuff wanted to disconnect the patient's backup system controller from the power module after charging. Some of the pins from the power module patient cable had broken off and were stuck in the connector of the controller white connector side. A new backup controller and power module patient cable were requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of several pins stuck in the white power cable of the system controller (serial number: (B)(6)) was confirmed via investigation of the returned controller. Upon initial observation, pins in four of the sockets and a missing pin were noted on the white power cable. The pins were removed to continue testing, and the controller was able to support a mock circulatory loop for an extended period of time without issue or alarm. Review of the downloaded log files showed no indication that the broken pins prevented the controller from supporting the system as intended. Provided information indicated that the pins came from the 14v patient cable (lot number: 11020070201). The patient cable and system controller were exchanged. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.